Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by a patient that he had experienced irritation and obstructed airflow from a medpor implant placed on the left side of his nose. The patient further stated that his nose is now obviously misshapen and asymmetric, and a revision surgery to remove the implant was performed.